Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 08/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 15 atm. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 15 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device appeared bloody and the frayed fibers were noted on the balloon. No other specific anomalies were noted. On the functional evaluation, the balloon was inflated using an in-house presto inflation device then the water starts leaking from the balloon. On further the balloon fibers were stripped and the pinhole rupture was noted and examined under the microscopic observation. Therefore the investigation for the reported balloon rupture was confirmed for, as a pinhole rupture was noted under the microscopic observation. The investigation for the identified material frayed is also confirmed for, as the frayed fibers were noted on the balloon in the device returned for the evaluation. A definitive root cause for the reported balloon rupture and the identified material frayed could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 08/2023),g3,h6(device, method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.